Event description:
During a follow up in clinic, decreased sensing was observed on the right ventricular (rv) lead. During an attempt to reposition the rv lead the helix of the rv lead was not able to be rotated, due to fibrotic tissue. The rv lead was able to be maneuvered in to a location with acceptable sensing values to resolve the event. The patient was stable and will continue to be monitored.